Event description:
The customer reports that during a CABG procedure, the 6mm bulldog came off (popped off) the vein and internal mammary artery under normal blood flow pressure and would not occlude the graft. No patient injury or further complications reported.